Event description:
Patient had allergic reaction to hulka clips. Hulka clips were applied to fallopian tubes to prevent pregnancy. Patient had two subsequent surgeries due to complications related to the clips. Both surgeries were for lysis of adhesions that formed on the colon. The clips were removed from the patient. A third surgery is pending for a part hysterectomydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.